Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a battery out limit alarm and failed battery alarm. The customer's blood glucose was 122 mg/dl at the time of incident. The customer stated that the battery were not out greater than duration allowed by the insulin pump. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the battery cap was not damaged or corroded. The customer stated that the failed battery alarm recurred after inserting a new battery. The customer was advised that a replacement battery cap will be sent. The insulin pump will not be returned for analysis.